Event description:
It was reported that the latitude monitoring system communicator had an alert for this device. Technical services referred the patient to the physician. The device was being checked at the clinic. The device therapy has been programmed off due to a battery status at elective replacement time. The pulse generator has been implanted greater than six years. There were no additional adverse patient effects. The device remains implanted.